Event description:
It was reported the radiopaque marker detached from this introducer sheath into the subcutaneous tissue during a biliary drainage procedure. Retrieval of the detached marker was uneventful. Another unit was used to successfully complete the procedure without pt complications. This device was destroyed by the user facility. Therefore, no failure analysis will be available. Co's follow up revealed resistance was encountered during this procedure. Co believes continual exertion against resistance, along with pt anatomy, were contributing factors to this event. However, without evaluation the device, co is unable to determine the cause for this event.